Event description:
A hospitalized pt was undergoing a dialysis treatment. Approximately 30 minutes into the treatment, the pt became unresponsive. The code team was called and the pt was administrated normal saline. The pt was successfully resuscitated and transferred to ICU. The dialysis nurse reported there were no problems with the treatment and there had been no alarms and stated there was no reason to suspect any device or product contributed to the pt's episode. The phoenix machine was inspected and determined to be within MFR specifications. The disposable products used during this time were discarded and not available for analysis.

Manufacturer narrative:
The blood tubing set involved in this incident was retained by the customer, and was not available for investigation. The lot numbers of recent cartridge blood tubing sets shipped to this facility were: (B)(4). The 45 retained samples from the 3 lot numbers listed above were tested by means of functional, leak test, dimensional test and visual inspection. The tests identified no problems with any of the samples and confirmed that they met the product specifications.